Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, in the right eye, no phacoemulsification was experienced within five minutes. All settings on the console were correct. The handpiece was flushed and a new phaco tip and sleeve was used, but the issue remained. The phaco handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample did not reveal any visual nonconformities. The phaco handpiece was connected to a calibrated infiniti vision system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on may 10, 2006. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).